Manufacturer narrative:
(B)(4). Device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2011 with the following findings: a review of the pump black box confirmed that reboots had occured. The threads on the battery cap were found to be damaged. The battery cap was unable to maintain an electrical connection and rebooting was duplicated. A test cap was inserted and the pump powered on normally. The pump was exercised for 24 hours without rebooting. The user guide instructs the patient to replace the battery cap at least once per year and that cracks, chips, or damage to the pump may impact the battery contact and / or the waterproof feature of the pump. Unrelated to the complaint, the display screen was found to be dim with a red tint. Also unrelated to the complaint, evaluation revealed the internal clock battery on the pcb board had failed. The pump would not retain the user programmed date and time settings upon removal of the primary aa battery. When a new aa battery is inserted the pump displays the default date and time which must be manually confirmed (or reset) by the user in order to proceed.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Event description:
The patient reported experiencing blood glucose (bg) between 300 and 350 mg/dl since the pump began self-rebooting on (B)(6) 2011. There were no reported symptoms or ketones. The reported bg excursion does not meet criteria for reportability. The patient stated that she noted the battery cap threads were stripped. She stated that she changed the battery cap and the batteries, and the pump continued to reboot. She denied physical damage to the replacement battery cap and to the pump; she stated there were no cracks in the body of the pump and the new battery cap was secure and intact. The patient reported that the display screen has become faded since the rebooting issue began. This complaint is being reported because the pump is allegedly rebooting without obvious cause.